Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 3 years post-implant using a 29mm sapien 3 valve, the patient presented with central regurgitation and stenosis. Computed tomography (CT) reviewed showed that the valve leaflets are calcified. The patient underwent a valve-in-valve procedure using a 26mm sapien 3 ultra resilia valve. The valve landed perfectly and got a great result. The patient's heart improved immediately. The exact date of implant in 2021 is unknown at this time.

Event description:
Imagery review found that that the 29 sapien 3 valve is under-expanded at the waist. It measures 26.9mm at mid valve, the thv leaflets are calcified as shown in the 3mensio report. Per medical record review, the operative note indicated that the patient presented with severe aortic stenosis due to severe degeneration of prior placed transcatheter aortic replacement (tavr) valve. Under mac anesthesia, the patient had a valve in valve procedure (viv) with a 26mm sapien 3 ultra resilia in the aortic position via transfemoral approach. The implant was a success with mild aortic insufficiency. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 29mm sapin 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to the limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.